Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the device stopped working during aspiration. An angiojet® zelantedvt¿ was selected for a thrombectomy procedure. Aspiration was initiated inside the body. However, the suction aspect stopped working. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a zelante dvt thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Inspection found no damage or irregularities. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that the device stopped working during aspiration. An angiojet® zelantedvt¿ was selected for a thrombectomy procedure. Aspiration was initiated inside the body. However, the suction aspect stopped working. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was fine.